Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported that the device had an electrical reset and was at elective replacement indicator. The device was explanted and replaced. The right ventricular lead had high threshold and low impedance. The lead was capped and replaced. During the implant, an additional lead was attempted, but not implanted. No patient complications have been reported as a result of this event.